Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that, the patient experienced issue of infusion set tubing detachment from the connector on (B)(6) 2024 . The set got detached after being in use for less than 48 hours. No further information available.